Manufacturer narrative:
Review of the most recent repair record determined that the insulation was torn on the wires from the power inlet module to the control board. The power inlet module and wiring harness were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that during install/pm torn insulation on the wires from the power inlet module to the board was found. There was exposed wire, however no harm to patient occurred and no other adverse events were reported.